Manufacturer narrative:
This report is submitted on august 31, 2022.

Event description:
Per the clinic, the patient experienced an mssa infection at the implant site and subsequently was treated with topical antibiotics (specific date and duration not reported). The symptoms resolved and the implanted device remains.